Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of a rt380 adult dual heated evaqua2 breathing circuit was found broken during patient use. There was no reported patient consequence.

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of a rt380 adult dual heated evaqua2 breathing circuit was found broken during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Corrected data: section d9 device available for evaluation? No. Section h3 device evaluated by manufacturer? Other. Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the photograph revealed a single crack in the collar of expiratory evaqua limb of rt380 adult dual heated evaqua2 breathing circuit. Conclusion: without the complaint device, we are unable to determine what may have caused the reported event. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit states: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.".